Event description:
Asr revision; asr hip resurfacing - right; reason(s) for revision: noise; metallosis.

Event description:
Hip side is left. Reason(s) for revision: pain, difficulty moving and bending down, noise, blood metal ion levels showed cobalt and chromium levels raised and a large collection of fluid around left hip. The fluid was caused by a reaction to the metal and would not improve by itself. The operation revealed a large pseudo capsule and histology showed chronic synovitis with haemorrhage and fibrin precipitation on the synovial surface and extensive fibrosis present beneath the surface with focal chronic lymphocytic inflammation and extensive histiocytic reaction.

Event description:
Asr revision, asr hip resurfacing - right, reason(s) for revision: noise and metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Reasons for revision are not as previously reported. Surgeon has confirmed there was no infection. Reason(s) for revision: alval / soft tissue reaction and pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Reasons for revision are not as previously reported. Surgeon has confirmed there was no infection. Reason(s) for revision: alval / soft tissue reaction and pain.